Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 280mg/dl and a ketone level of 0.7mmol/l. A manual injection was administered to address the bg level. The customer alleged the bg level was due to the pump becoming hot while the customer was sleeping on the pump. During a follow -up, it was reported the customer had resolved their elevated bg level therefore no troubleshooting to determine verify the cause for the bg level was performed.